Manufacturer narrative:
The buttons on the insulin pump had intermittent response due to flatten up keypad dome. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone, the buttons, up and down, on the insulin pump were hard to press. Customer's blood glucose was 114 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was at camp so the customer's mother was unable to verify serial number and stated she will call back. Customer's mother called back on (B)(6) 2015 and provided the serial number. Customer's mother agreed to return the device for analysis.